Event description:
In 2006 a pt had a problem with the kendall o-z coil dialysis catheter. The pt was treated with peritoneal dialysis since 2004 for renal disease. One month earlier the pt experienced peritonitis and a leak at the cuff of the catheter was noted. The catheter was implanted in 2004. On the 17 feb 2006 it was removed.